Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. There was blood on the lv4 (low voltage 4) conductor but it was not obstructed. There was blood on the lv3 (low voltage 3) conductor but it was not obstructed. The analyst commented that by design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress. Although blood ingress was observed throughout the lead lumen, the guidewire insertion test was successfully performed with a notable resistance observed throughout the length of the lead. (B)(4).

Event description:
It was reported that, during the implant procedure, the patient's left ventricular (lv) lead had blood inside the lead. The physician was unable to pass a guidewire through the lv lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.